Event description:
Medwatch report #: mw5165991; mw5165992. It was reported: "my mother went into the hospital with severe sepsis and staphylococcus epidermis bacteria. Prior to this she was being treated at home for wound care. The home health aid was using medihoney gel to treat her wounds at the time she contracted the infection. It was determined that the infection started at a wound on her leg where she was being treated with the medihoney gel. Today I received a letter from cardinal health that was a notice for urgent medical recall. It states that there was a manufacturing error with the seal, and it was possible that it could get contaminated. It states the date and lot lumber of the medihoney in question of which I have in my possession and unopened box of the product that matches the date and lot number of the product in question. The dates of use of this product correspond to the times that medihoney was administered to and subsequently admitted to the hospital with the infection. This happened on two occasions. Once home from the hospital the first time she was again administered medihoney by the home health aide. She again was admitted to the hospital with sepsis and a staph infection. Among her other conditions I suspect that this led to her passing on 2024. Treating a small wound on her leg."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The medihoney gel (ID (B)(6)) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A medical assessment was performed by integra's medical affairs team and determined a causal relationship between the device and the adverse event is highly unlikely. The customer did not make any comments regarding the state of the medihoney (such as changes to texture/consistency/color, fuzzy patches or foreign particulate, odd smells) that would question the integrity of the product. Based on the medical assessment as well as lack of photos or returned product demonstrating product concerns, this complaint is unconfirmed, as the medical assessment determined a causal relationship between the device and the adverse event of infection was highly unlikely.

Event description:
N/a.